Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref # : (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue. The cause of the fault was a pressure sensor inside the gas module. Evaluation of the received device logs confirms the reported problem. We could trace back the reported problem to december 12, therefore the date of event was determined as 12/12/2019. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by a pressure sensor inside the air gas module.

Event description:
(B)(4).